Manufacturer narrative:
(B)(4).

Event description:
It was reported that rapid premature battery depletion was noted. The possible cause of the issue is excessive battery discharge. Review of the record could not determine the cause of the repaid battery depletion. Further actions will be discussed with the physician.

Manufacturer narrative:
Additional information: the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted and replaced. Patient was stable.

Event description:
New information received notes that the device triggered battery performance alert. Device replacement was recommended. Patient was stable. Further information was requested and not received yet.